Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2360 alarm (see master complaint) which occurred on the homechoice (hc) during use during drain 1 of 4. The hp cycled the power to clear the alarm, and it was followed by a system error 2367. The baxter technical services representative (tsr) had the hp disconnect aseptically and remove the cassette. The hp would complete therapy with manual supplies and contact her nurse for programming assistance as the hc was going to be swapped. This report is for the system error 2367 against the disposables. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the home patient on (B)(6) 2012. She stated that there was nothing unusual about her supplies that night. There were no samples available. She had used manual supplies until her new machine arrived, and therapy has been going well since. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, however; the lot number was provided. Therefore, a batch review will be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.